Event description:
Healthcare professional reported left side "hole on patch side." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, total delamination of valve assessed as adhesive failure. Additional observations: creases are observed. Wear abrasion is observed. White particles in device outer surface are observed. White particles in device inner surface are observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device remains implanted.